Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) coincident with dianeal pd2 ambuflex and nutrineal pd4 unknown bag therapies. In (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex, 10l (frequency and lot number not reported) and nutrineal pd4 unknown bag, 2l (frequency and lot number not reported), intraperitoneally (ip), for ambulatory peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced bacterial peritonitis. Treatment and outcome were not reported. The root cause of the peritonitis was unknown. On an unreported date in 2011, dianeal and nutrineal were discontinued and the patient was transferred to hemodialysis. Medical history included (B)(6). Concomitant medications were not reported. The nurse believed the event of bacterial peritonitis with culture (B)(6) was unrelated to dianeal and nutrineal therapies.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.